Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the implant at tooth site 46 was removed due to an allergic reaction. The procedure was not completed.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) t3st411 (t3 pro non-platform switched tapered implant 4.0mm x 8.5mm - 15.0mm) for evaluation. Visual evaluation was performed returned implant shows signs of wear/use, some bones tissue can be observed on the external threads, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 2022050795. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050795 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. The implant was returned with no damage that would cause or contribute to the event. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
No further event information is available at the time of this report.